Event description:
Patient reported leaking at the luer lock connection. Patient stated they have changed the cartridge and infusion set; issue persists. Patient reported experiencing elevated blood glucose levels due to this concern. Patient stated her blood glucose level has been in the high 20's mmol/l; was able to self-treat. Patient reported she changes the infusion set and injects insulin via pen to treat her blood glucose level. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.